Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer was unable to update software. It was also found that the touchscreen of the programmer was out-of-calibration. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.